Manufacturer narrative:
The pacemaker and leads remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several hours after this pacemaker was successfully implanted, it was noted that the patient experienced three seconds of asystole. The pacemaker was interrogated and it was noted that the device had not automatically exited from storage mode as the pacing impedance measurement on the right ventricular (rv) lead was above 3,000 ohms. An x-ray was performed but was inconclusive in determining if there was a connection issue. A revision was performed the next day. Noise was present on both the rv and right atrial (ra) leads during a tug test. It was confirmed that there were connection issues on both leads. The leads were reconnected and all measurements were in acceptable range. No additional adverse patient effects were reported.